Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he sees rings around bright lights, which causes difficulty driving at night. He stated that sometimes he sees ten rings at a time. Additional info was received from the surgeon, who reported the event is a side effect of the multifocal lens. Per the surgeon, the event continues and the prognosis is unk. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).